Event description:
Customer alleged that this replacement seat also has a crack in the same spot as the other one did - right hand side. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9630-1, serial number/date code and age of product are unknown. The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions, or instructions then they should contact invacare. The consumer is an (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumers husband called and stated that this is a replacement commode that was received within the last year. The seat of the commode is allegedly cracked, on the right side, approximately 9 inches long. The crack is not all the way through the seat. No injury.